Event description:
Adverse event(s): no pt injury was reported (no consequences or impact to pt). Product problem(s): a sys message displayed several times (device displays error message). The surgeon reported a sys message displayed several times. The surgeon stated that this occurs when the laser is used for an extended period. The laser cuts out and a sys message displays. The laser is switched out to complete the case. The surgeon also reported that during air/fluid exchange, bubbles appeared. The sys was primed with no bubbles noted. The bubbles entered the eye and were removed. No pt injury was reported.

Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did not indicate any add'l, related reports for this sys. (B) (4). (B) (4). (B) (4).